Manufacturer narrative:
Details of analysis: synergy xd mr ous 4.00 x 12mm stent delivery system was returned for analysis and the following attributes were examined: a visual examination of the stent found evidence of damage with struts from the proximal end were lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24nov2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous right coronary artery. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient condition was fine. However, returned device analysis revealed that stent was damaged.